Event description:
During a dialysis treatment, a four position line clamp broke. There was no pt injury or medical intervention. The lip that holds the cam is either worn and/or broke off and the cams are falling out or not occluding the tubing set.